Event description:
The user facility reported to terumo corporation that during cardiopulmonary bypass the oxygenator did not perform gas exchange well. According to the user facility, insufficient oxygen was provided and carbon dioxide was not well removed. Blood flow and gas flow were 3 l/min, and the fracture of inspired oxygen (fio2) was 100 percent. It is unknown if the oxygenator was or was not changed out. The surgery was completed successfully, and the patient was doing fine. No known impact or consequence to patient.

Manufacturer narrative:
A visual inspection of the actual device revealed no anomalies or breaks. The sample was rinsed and dried and tested for gas transfer performance by circulating bovine blood at two different parameters. The results met specifications. The svo2 and pao2 values was verified, during circulation of bovine blood, with the svo2 value lower than 30 percent. A pao2 result of 89 mmhg could not be duplicated under the conditions. A review of the device history record revealed no production related anomalies. The investigation results verified that the actual sample was within specification. From the available information, the cause of the complaint could not be determined definitely. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.